Event description:
The customer reported the system's left monitor failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A connection in the camera for the video output was loose and therefore tightened. The system was then found to be operating as intended.